Manufacturer narrative:
Lot #, expiration date, manufacture date: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position during a procedure performed on an unknown date. Reportedly, the patient had multiple necrosectomy procedures performed following stent placement. According to the complainant, during a necrosectomy and upper esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019, it was noted that the stent had fallen out of the cavity and into the fundus of the stomach. The physician attempted to remove the stent through the gastroesophageal (ge) junction using a snare and retrieval forceps but was unable to remove the stent after numerous attempts. Reportedly, the physician noticed fibrotic tissue and a possible perforation at the ge junction and, as a result, was "extra cautious" during the attempted stent removal. The physician did not feel comfortable forcing the stent through the ge junction, so an esophageal stent was placed to cover the possible perforation, the axios stent was left in the stomach, and the patient was sent to a different facility. Reportedly, the perforation was not caused by the attempted axios removal. There were no other patient complications reported as a result of this event.